Manufacturer narrative:
A visual analysis of the photographs that were provided for evaluation indicates that the ¿debris¿ is a particle of burned lint in the sponge. This occurs when moist lint migrates to the gauze during production and burns when it comes into contact with the heat roller that bonds the vistec element to the sponge. This creates small dark leaf-like contaminates in the product. A review of the device history record (DHR) for lot 16l033762 indicates that there were no defects found in 100 visual samples inspected from the lot for lint defects. There were no non-conformance reports (ncr)s issued on this lot. A formal investigation was conducted under a corrective/preventative action (CAPA) and is presently closed with a confirmation of its effectiveness to address the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states excessive lint, flaking, and fibers coming off raytec onto patients.